Manufacturer narrative:
Device data logs showed stable device operation after stable perfusion was achieved.

Event description:
The device user (du) reported that there were moments in the perfusion where the portal and inferior vena cava (ivc) flow showed up as zero on the graphical user interface (gui).